Event description:
As reported by the user facility: the introcan safety did not deploy resulting in needlestick injury/finger was bleeding. Safety mechanism did not deploy. Complaint sample not available, thrown away by the customer, we are trying to obtain comparative samples.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting this report as the device importer on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The original used device has not been returned for evaluation. Received 15 comparative devices out of the affected batch in original packaging. Visual inspection and functional tests were performed. All 15 inspected devices met specification. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.